Manufacturer narrative:
Product analysis: analysis did not confirm the customer comment of intermittent capture, the device passed bench testing though it was noted that it had four errors in its logs. The main printed circuit board was therefore replaced as being out of specification. It was additionally noted that the upper case was cracked at its bosses and the hanger assembly was also cracked. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use the external pulse generator was unable to consistently maintain capture of the patient. Both the generator and the cables were changed out and the issue was resolved. The cables were discarded and the generator was returned for evaluation. No troubleshooting was done that would have isolated the source of the incident to either the cables or the generator. No patient complications have been reported as a result of this event.